Event description:
It was reported that the videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. After reviewing the information in the reprocessing procedure provided by the user, the following deviations were observed: not brushing the suction cylinder. The results of the culture test at a third-party institution provided by the user are described below. Sampling date: on (B)(6) 2024. Sampling from: unknown. Cfu: <10cfu. Bacterial identification: fungus sp. Sampling date: on (B)(6) 2024. Sampling from: unknown. Cfu: <15cfu. Bacterial identification: micrococcus luteus. Sampling date: on (B)(6) 2024. Sampling from: unknown. Cfu: <10cfu. Bacterial identification: acinetobacter sp. Sampling date: on (B)(6) 2024. Sampling from: unknown. Cfu: <10cfu. Bacterial identification: aspergillus fumigatus complex. A culture test was not performed by service business center. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The IFU warns against improper reprocessing of endoscopes and accessories, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.